Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log and could visually see the waste chute was jammed with cups. Fse cleaned the waste chute of cups and debris, which resolved the issue. Fse successfully validated instrument by performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10100904. There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2160] y-axis cup transfer cup detection failure cause: the cup-gripping sensor failed to detect a cup prior to cup pickup. The measurement result is flagged with mf or se. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to waste chute jammed with cups.

Event description:
A customer reported getting error message "2160 y axis cup transfer cup detection failure" on the aia-2000 instrument. The customer rebooted instrument and performed a version up, but error persisted. The instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), prolactin (prl) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.